Event description:
It was reported that during an embolization treatment procedure, a wire became disconnected from the coil. The target lesion was located in the gastroduodenal artery. This 10mm x 20cm f-idc 2d 3.0x20 detachable coil was advanced and during introduction the "wire became disconnected from the coil." The procedure was continued with another of the same f-idc pushable and interlock coils. No patient complications were reported.

Event description:
It was reported that during an embolization treatment procedure, a wire became disconnected from the coil. The target lesion was located in the gastroduodenal artery. This 10mm x 20cm f-idc 2d 3.0x20 detachable coil was advanced and during introduction the "wire became disconnected from the coil." The procedure was continued with another of the same f-idc pushable and interlock coils. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was observed that the delivery wire was returned inside an introducer sheath and the pusher wire was kinked proximally. The twist lock was opened and the pusher wire advanced through the introducer sheath without resistance. There was dried blood present on the pusher wire indicating the flush was not sufficient for the procedure. The interlocking arm of the pusher wire was bent indicating force was used in attempting to deploy the coil. The coil was not returned for analysis. The interlocking arm of the pusher wire was inspected and was found to be bent. Dimensional inspection were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was determined to be user related as insufficient flush was maintained throughout the procedure. The dfu states that "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device." (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).